Manufacturer narrative:
Report source: foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had to self-catheterize since (B)(6) of 2019, in the week prior to (B)(6) 2019. The patient had access to the patient programmer, but was not able to connect to the ins because they were seeing the splash screen. It was noted that the patient was using super heavy duty batteries in the patient programmer. The patient was to purchase new aaa alkaline batteries and try to connect.